Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and reservoir does not stay locked in place. The device was received with missing o-ring in the reservoir tube and end cap sticker. The device had cracked case at reservoir tube window corners and battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the top thread in reservoir compartment is gone. Customer states she can put the reservoir it but if she pulls it slightly it will come. Customer's blood glucose was unknown. Customer is unaware how damage occurred; it might have disappeared over time. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.